Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, reported a crack on back of the pump and received critical pump error. The customer reported blood glucose value of 198 mg/dl, and the hyperglycemic event was treated with manual injection/insulin pen. The event involved product(s) mmt-1884, mmt-242a, mmt-332a, mmt-7040a. Troubleshooting was partially performed for hyperglycemia. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was performed for critical pump error and cosmetic damage allegations. Instructed customer that pump will be replaced. No further patient complications were reported. The customer will discontinue use of the device. Mmt-1884 was requested, and customer response was the device will be returned. No product return is required for mt-242a, mmt-332a, mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump error. Unable to download files and traces using thump download due to moisture damage on electronics assembly. Unit received with moisture damage noted on, 40 pin flexible printed, electronics stack pcba1, pcba2, and motor. The following were noted during visual inspection cracked case at battery tube side. The unit p-cap / test reservoir locks in place properly. Critical pump error (open book image) alarm confirmed due to moisture damage. Unit was confirmed damage at battery tube side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.